Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with mild tortuosity and mild calcification in the left anterior descending (lad) coronary artery. The 2.0 x 12 mm mini trek balloon catheter was advanced to the target lesion; however, the physician stated that the marker length appeared to be incorrect. The 2.0 x 12 mm balloon marker length appeared to measure 6 mm and not 12 mm. The balloon catheter was removed and a new 2.5 x 15 mm trek balloon catheter was used successfully in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. A visual and dimensional inspections were performed. The reported markers length issue was unable to be confirmed as the balloon marker length was within specification per product specification. The investigation was unable to determine a conclusive cause for the reported difficulty of misassembled balloon markers. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.